Event description:
It was reported that the lead was implanted after the expiration date and exhibited high superior vena cava (svc) impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that it is likely the physician had tied the anchoring sleeve down near the superior vena cava (svc) proximal-x groove. The tie down marks are visible on the outer insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.